Event description:
It was reported that the customer had cracks on the lcd screen going toward the battery cap of the insulin pump. Customer's blood glucose level was 48 mg/dl. Customer drank some juice and ate to treat for her blood glucose level. Customer stated that there were cracks on each corner of the lcd screen. Customer does not recall how it happened. Insulin pump will need to be replaced. Customer mentioned that she only had the pump for 6 months when the cracks started. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracks noted on display window or lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).